Event description:
It was reported the fluid lumen completely detached from the handle 3 hours into the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment.